Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. The patient stated she collapsed to the floor and indicated that the cgm was reading 56 mg/dl. Her boyfriend performed a finger stick reading and the bg meter was reading 20 mg/dl. The patient did not provide treatment or additional event details. At the time of contact, the patient had recovered. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional event or patient information is available.